Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the tubing was not connected to the plastic where the adhesive went into. Therefore, he changed the whole infusion set and experienced high blood glucose level. He changed it two more times and the high blood glucose level persisted. That is when he noticed the tubing detachment. No further information available.